Event description:
Bed malfunction causing bed to deflate, pt airway compromised (extubated) causing desaturation and asystolic episode. Positive compressions, no medications required. Pt returned to baseline following decompensation. Bed was moved away from wall, causing it to become unplugged from the wall and causing mattress to deflate. No alarms sounded.